Manufacturer narrative:
Additional suspect medical device components involved in the event: product family: scs-paddle leads . Upn: m365sc8336700 . Model: sc-8336-70 . Serial: (B)(6). Batch: 7077976 . UDI: (B)(4). Product family: scs-paddle leads . Upn: m365sc8216700. Model: sc-8216-70 . Serial: (B)(6). Batch: 7077920. UDI: (B)(4). Product family: scs-lead fixation. Upn: m365sc43180. Model: sc-4318 . Batch: 36390238. UDI: (B)(4).

Event description:
It was reported that all components were explanted due to an uncontrolled stomach pain. The explanted products were discarded per hospital policy and patient was doing well postoperatively.